Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-prizm, mdl 6101, pump exhibited high pressure alarm. Per reporter residual volume was: 79.3, and the rate was 2.2 no adverse patient effects were reported. No additional information is available at this time.